Event description:
This is filed to report the clip movement and increased mitral regurgitation (mr) requiring intervention. It was reported that the patient underwent a mitraclip procedure on (B)(6) 2021 to treat mitral regurgitation (mr). One clip was successfully implanted reducing the mr. On (B)(6) 2022 the patient underwent an additional procedure to treat mr with a grade of 4+. The implanted clip was stable; however, it is believed it was on the chords as it did not appear to be sitting great and the mr increased through the clip. During the procedure it was noted that the transeptal puncture was suboptimal as it was too low, and imaging was difficult due to the position of the first clip. Due to the low transeptal puncture, the physician steered the clip delivery system (cds) into the ventricle sooner than expected and the clip got caught on the posterior leaflet. Standard troubleshooting was performed, and the clip was freed with no tissue damage noted. The clip was implanted and stable on both leaflets, reducing the final mr to a grade 1-2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Event/implant date: dates estimated. The additional implanted clip is filed under a separate medwatch report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported partial clip movement. The reported recurrent mitral regurgitation (mr) appear to be due to the procedural condition of the partial clip movement. Mr is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a